Manufacturer narrative:
(B)(4). G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient¿s articular surface was revised approximately seven months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the articular surface as the reported issue is related to a suspected infection that occurred more than seven months post implantation. Please void previous report regarding the articular surface.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the articular surface as the reported issue is related to a suspected infection that occurred more than seven months post implantation. Please void previous report regarding the articular surface.